Event description:
It was reported that after wearing the pod for 3 days, the pod was removed and the needle was still visible, indicating it did not retract back into the pod as intended and the skin appeared swollen. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.